Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys ft3 iii results from cobas e411 analyzer serial number (B)(4) with reagent lot 152267. Ten patient samples were tested with reagent lot 152267 and with reagent lot 179026 for comparison. Of the data provided, only the results for one patient sample were discrepant. The sample was tested with reagent lot 152267 sometime between (B)(6) 2016 and (B)(6) 2016 and the result was 1.90 pg/ml. The sample was repeated with reagent lot 152267 on (B)(6) 2016 and the result was 2.29 pg/ml. The sample was repeated with reagent lot 179026 on (B)(6) 2016 and the result was 2.32 pg/ml. The result of 1.90 pg/ml was reported outside of the laboratory. There was no adverse event.

Manufacturer narrative:
As part of the investigation, the sample in question was tested with the different lots of ft3 reagent on a cobas e 411 immunoassay analyzer and the results were comparable to the results from the customer. Reagent lot 152267: 2.16 pg/ml, 2.13 pg/ml. Reagent lot 179026: 2.26 pg/ml, 2.26 pg/ml. A specific root cause could not be determined. From the information provided and the fact that the investigation results were comparable and calibration and qc was acceptable, a general reagent issue could most likely be excluded. A preanalytical issue could not be excluded.